Manufacturer narrative:
Citation: toggweiler s and kobza r. Pacemaker implantation after transcatheter aortic valve: why is this still happening? J thorac dis. 2018 nov; 10 (suppl 30): s3614¿s3619. Doi: 10.21037/jtd.2018.06.103. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a review of the modifiable and non-modifiable causes for conduction disorders requiring permanent pacemaker implantation in patients following transcatheter aortic valve implantation. All data were collected from an undisclosed number of published studies. The study population included an unknown number of patients (demographics not provided), an unspecified number of which were implanted with medtronic corevalve or evolut r bioprosthetic valves (no serial numbers provided). Among all patients, some of the studies included in the analysis noted reduced survival and this was briefly discussed in the literature. No other details were reported. Multiple manufacturers were noted in the literature; based on the available information medtronic product was not directly associated with the deaths. Among all corevalve and evolut r patients, adverse events included: new permanent pacemaker implantation and paravalvular leak (greater than or equal to moderate). Based on the available information, medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.